Event description:
(B)(4). It was reported that a surgical light head is missing the retaining screw for the cardanic arm. The screw did not reportedly fall during surgery. The customer is not sure of the location of the screw. There was no pt involvement and no adverse consequence reported.

Manufacturer narrative:
There was no reported pt involvement, therefore no pt data exists. There is no expiration date for this product. The actual device was evaluated in the field on (B)(4), 2011. Eval summary: a field service rep visited the account on (B)(4), 2011 and verified that the retaining screw was missing. He replaced the screw and resolved the issue. It could not be determined how the screw became missing. A collar slides over the retaining screw became missing. A collar slides over the retaining screws to keep the screws in place. The collar was confirmed to still be present so the screw had to be removed intentionally. There have been no service reports indicating that this light head had been serviced in the past and the biomedical engineer at the account did not think that anyone on their staff had serviced the light. Installation records were reviewed and they showed that the retaining screws were present at installation. As a result, it could not be determined how the screw became missing. This is not a single use device.